Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. The customer¿s blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.